Manufacturer narrative:
Medfusion investigation: customer reported problem: battery problem. Tamper seal removed / broken: n/a. Physical condition of the device: n/a. Results of pump event history log review: battery not working. Evaluation tests or methods used to duplicate / replicate the reported problems: put battery into a test pump and performed power up process. Reported problem duplicated / replicated: battery not working error was found during power up process. What caused the reported (primary) problem: battery defective. Battery was less than 3yrs old. Who caused the reported problem: unable to determine, no physical damaged was found on battery. Actions / repairs done to correct the reported (primary) problem: n/a. (B)(4). Repair summary: n/a. Device passed functional / delivery tests: n/a. Incoming software app: n/a. Outgoing software app: n/a.

Event description:
It was reported that during use of a medfusion® 3500 syringe pump battery was no longer charging fully. When using the battery, it alarms battery depleted and would shut off.